Event description:
The user facility (a veterinary clinic) reported that a dog developed a skin reaction near the IV catheter insertion site. Follow-up communication confirmed the following additional information: the catheter was placed via a cut-down procedure, and then, left in place for 48 to 72 hours for heparin/saline solution delivery with no device problems noted; upon removal of the bandage, the skin near the insertion site was noted to be "red, inflamed, scabby and sloughing off;" and the dog was given antibiotic medication and kept over-night for observation as a precautionary measure.

Manufacturer narrative:
(B)(4) - this report was not associated with a human patient. The involved device was not returned for evaluation and the exact lot number is not known. However, 2 possible lot numbers were provided (na0327 and nd1026). Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of information from the 2 potential production lots. A review of the device history records for the reported lots did not reveal any event-related abnormalities during manufacture or sterilization. The sterilization processing conditions were confirmed to have met the validated specification for attaining the proper sterility assurance level. In addition, the results of pyrogen testing were confirmed to be negative. Please note: even though the investigation found no indication of any relationship to a device defect, this report is being submitted as a precautionary measure; and the same veterinarian reported that similar skin reactions occurred with 2 other dogs and all occurred within several weeks. Therefore, this is the 2nd of 3 reports. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).